Manufacturer narrative:
Lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone: (B)(6). E.5 initial reporter fax: (B)(6). Device evaluated by MFR is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported, that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, that caps of edta tubes are either partially or fully off when they come out of the sysmex analyzer. The following information was provided by the initial reporter: material no. 367861. Batch no. Unknown. Closure of edta tubes are either partially or fully off when they come out of the sysmex analyzer.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that caps of edta tubes are either partially or fully off when they come out of the sysmex analyzer. The following information was provided by the initial reporter: material no. 367861 batch no. Unknown. Closure of edta tubes are either partially or fully off when they come out of the sysmex analyzer.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.